Manufacturer narrative:
The customer declined to return the device. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed similar complaints of alarms either sending signal to sound when they shouldn¿t or not sending signal when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is damage to the nurse call receptacle. Damage can cause the nurse call cable to not have a secure fit in the receptacle, which can allow movement to affect function. Other causes, such as corrosion and moisture damage are also a possibility. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit has been in use for over 5 years, it is likely normal wear and tear that contributed to the reported issue. Without the return of the device reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file # (B)(4). Device not returned by customer.

Event description:
Customer reported the nurse call is not alarming from the nurse call port. The date the issue was discovered is unknown and no patient incident or injury was reported.